Event description:
It was reported that pump displayed cartridge change error and prevented normal use. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, inspected and removed extra o-ring from pneumatic tap, cleaned pump area, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed with no further issues reported.